Event description:
It was reported that some of the pt's device electrodes had migrated outside the cochlea. The surgeon indicated that there was no sign of infection. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
External visual inspection of the explanted device revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.